Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) intermittently caused six transmitters to enter "comm loss" despite rebooting the org. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 emailed the bme for all information in the ni list above: the bme replied that they decided to replace the org. No other information about the 6 transmitters. Attempt # 3: (B)(6) 2026 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitters. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) intermittently caused six transmitters to enter "comm loss" despite rebooting the org. No patient harm was reported.